Event description:
It was reported that guidewire fracture occurred. An st/035/145 (bx/1) amplatz guidewire was selected for treatment. When it was removed, it was discovered to have frayed. The physician scrubbed to remove the rest of the wire as they implanted a stent. The procedure was completed with a different device. No complications were reported, and the patient was in a stable condition.